Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 452 mg/dl. The customer was treated with the manual injection. The customer reported that the insulin pump had a pump error alarm. Customer stated that they were unable to exit the load reservoir process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify prime or fill anomaly due to pump error 38. Device tested outside the device and received pump error 38 at rewind.